Manufacturer narrative:
.

Event description:
The hcp reported that, the pt experienced a decrease in pain relief. A study was performed (date not reported) and appeared normal. Another study was performed (date not reported) and the indium did not leave the pump. The hcp then opened, the pump pocket and found the catheter was kinked. The medication concentration was reported as 30 mg and the dose as 1.370 mg/day. The type of medication was not reported; device registration system indicates dilaudid. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.